Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 99% stenosed target lesion was located in the calcified and moderately tortuous right popliteal artery. The 1.5x20mm sterling balloon catheter was advanced to the lesion without resistance. During the first inflation, the balloon ruptured at 4atms. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.